Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 600+ mg/dl. Customer reported symptoms related to high blood glucose levels includes: dry mouth, blurred vision, and sometimes a little a nausea. Customer also reported having a stroke. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.